Event description:
On 12/03/2007, the pt reported the screen of his insulin infusion device has been blank since 2007. He stated the light still comes on, the sound is functioning and he believes the device is properly delivering insulin. The pt was advised to remove the battery. The battery is a recalled battery that has been in use for more than 2 weeks. The pt stated he is aware of the recall and the corrected battery. He was advised to switch to a corrected battery and to discard any recalled batteries. The pt inserted the corrected battery, but the screen remained blank. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for eval.